Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site (date not reported). Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.